Manufacturer narrative:
The unit had a button error alarm and no act button response due to corroded keypad traces. The displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test could not be performed due to no button response. The unit had a cracked reservoir tube lip, a minor scratched lcd window, and a scratched reservoir tube window. (B)(4).

Event description:
A nurse called for the customer to report a button error alarm. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.